Manufacturer narrative:
Records demonstrate that quality system procedures were correctly followed and the finished product met all quality release criteria and specifications were within allowable limits prior to release.

Event description:
Received a general report from the consumer that during insertion of an unspecified number of tampons, she reported the barrels of the applicators separated from the plungers, leaving one half of the applicator inside of her vaginal cavity. She manually removed the remaining applicator sections and did not seek medical attention. She did not report any adverse health effects.